Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a lead safety switch occurred on the right atrial (ra) channel of this pacemaker due to high, out-of-range pacing lead impedance measurements on the competitive ra lead. Noise and oversensing were also noted. A boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This device remains in service.